Manufacturer narrative:
(B)(6). Batch # unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.  Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device lock out and could not be fired at all? Or was the trigger advanced with no staples deployed? Were there any patient consequences?

Event description:
(B)(6) 2020. The stapler miss fired, no staples came out when fired. Caused quite a bit of hassle during the case, adding an extra 2+ hours on table.

Manufacturer narrative:
(B)(4). Date sent: 03/10/2020. Additional information was requested, and the following was obtained: did the device lock out and could not be fired at all? Or was the trigger advanced with no staples deployed? Were there any patient consequences? Response: the reporter have advised the rep at the time of reporting, no further information available for this case.